Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason (B)(4) was used in the conclusions section. The customer reported similar events for other devices with the same product code. See MDR numbers 118880-2016-00049 thru 1118880-2016-00088 for details. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath leaks; blood loss was less than 250ml; the procedure was completed; and there was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00052 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore the investigation results are based upon the user facility information and the evaluation of three recent retention samples. A visual examination of the retention samples confirmed there were no visual defects. In addition, functional testing on the samples met manufacturer specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the retention samples were the normal product. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00052 to provide the sample evaluation results.